Manufacturer narrative:
Although it was requested that the tandemheart pump that had stopped during support be returned to cardiacassist for evaluation, the pump was discarded. The user facility stated that they had primed the pump incorrectly, which they believe led to the pump stop. Although the patient expired a couple of hours after support was initiated with the second pump, the tandemheart pump was unrelated to the patient's death. The second pump worked properly. The patient arrived at shock, and it appears that the patient's condition on arrival led to the death.

Event description:
Cardiacassist, inc. Was notified regarding a pump that had stopped after less than an hour of support. The cardiacassist representative recommended that the customer open and prime a new pump. A second pump was successfully primed and support was initiated. Although flows of 3.2 lpm were able to be achieved with the second pump, the patient's condition could not be reversed and the patient expired a couple of hours after support with the second pump was initiated. The patient had been in severe refractory cardiogenic shock prior to the initiation of tandemheart support.